Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that during removal of a cortical screw, the screw broke and pieces were retained within the patient's body.

Manufacturer narrative:
Complaint sample x-rays were evaluated and the reported event was not confirmed. No pieces of the product could be positively identified. Neither complaint history review or device history record (DHR) review was able to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.